Manufacturer narrative:
A4: patient weight could not be provided. Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts for additional information, including product return status, were sent to the customer; however, no additional information has been reported. (B)(6), was not returned for investigation. It was reported that the hm3 lvas, serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists stroke, bleeding, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-06298. It was reported that the patient passed away due to cardiogenic shock after an intracerebral hemorrhage.